Event description:
Revision surgery - due to the patient having pain in their hip joint.

Manufacturer narrative:
The reason for this revision surgery was for hip joint pain the patient was experiencing approximately 8 years of patient use. The original/primary surgery date initially reported could not be determined or identified with confidence. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the product device history records or the product complaint report history was not conducted since the lot number was not reported for this event and could not be established or determined. Extended searches of the patient database produced no additional information concerning the original surgery or further identified the specific identity of the product. The root cause for the revision surgery is identified as pain in the patient's hip. Without additional information the root cause of the patient's pain cannot be determined with confidence. No further action is necessary. There are no indications of a product or process issue affecting implant safety or effectiveness.